Event description:
On (B)(6), 2010, a doctor reported four cases in which crowns that had been placed with maxcem elite cement de-bonded. This is the first of four reports.

Event description:
Caller states patient tested 5.5 inr on the coaguchek xs system while a comparison lab returned as 4.1 inr. Patient's coumadin dose was held based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.